Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "instruments that have experienced extensive use or excessive force are susceptible to fracture. "

Event description:
During a procedure, the screw driver fractured as the surgeon was removing the trial cone body. There was no patient injury or delay in procedure.

Manufacturer narrative:
Examination of device history reveals product most likely left the manufacturer conforming to print and specifications. Visual inspection noted evidence of wear on the device and confirmed fracture of the tip; however, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.